Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed. 2 additional MDR's submitted for this event: 000182265-2018-02865; 0001822565-2018-02864. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products- next generation knee system-tibial component catalog# 00598003702 lot# 61999196, palacos r 1x40 single catalog# 00111214001 lot# 73674283. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00274.

Event description:
It was reported patient is experiencing pain and swelling. Attempts have been made and additional information on the reported event is unavailable at this time.